Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that knives were regularly not sharp during surgery. Additional knives had to be obtained in order to continue the procedures. There was no impact to any patient. Additional information has been requested. This is one of three reports being filled for this facility.

Manufacturer narrative:
Evaluation summary. No sample has been returned for evaluation for the report of blunt knife; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The root cause for the customer complaint issue cannot be determined. (B)(4).